Manufacturer narrative:
The customer was contacted for return of the device. The device has not beent returned to zoll for evaluation.

Event description:
During functional testing, the device prompted a "unit failed" message and displayed a red "x" indicator. There was no pt involvement in the reported malfunction.